Event description:
It was reported that prior to the implant procedure, the battery bar was gray with pre-implant indication. "Most likely due to cold storage" was displayed on the screen. The gray bar was still present after being at room temperature for one hour. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.